Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) complex regional pain syndrome (crps) type ii and spinal pain. It was reported that an overdischarge was alleged. The last successful recharge was a couple months ago. The reason why recharging was not maintained was due to an unrelated medical issue. The patient was battling cancer so recharging the implantable neurostimulator (ins) was not a top priority. The last time the patient felt stimulation was a couple months ago as well. It was noted that there was a previous overdischarge and the patient used stimulation for about a week or so but then did not use or charge it again since then. They were not sure when the patient stopped using the stimulator. The rep was with the patient today and saw the ¿battery not responding¿ screen on the clinician programmer (cp). No communication could be established with the cp. They had not tried using the implantable neurostimulator recharger (insr) or patient programmer (pp). The patient was going to meet with another rep at a later date to resolve the issue as he didn't have enough time to do a proper overdischarge session when they met. Further follow-up is being conducted to determine what actions or interventions were taken to resolve the overdischarge, and if the issue had been resolved. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer's representative (rep) reported the rep was not able to establish communication with the clinician programmer or patient programmer. It was noted the patient was still in cancer treatment and would come back to the clinic after the cancer treatment to follow-up with the spinal cord stimulator. Later, the healthcare provider (hcp) via the rep reported the patient was still dealing with cancer issues and when he was able, he would come back in to be scheduled for a battery replacement.

Event description:
The patient's healthcare provider (hcp) reported seven months later that the ins was dead and no longer working. The patient has a procedure scheduled to replace the ins. The indication for use complex regional pain syndrome type ii and spinal pain.